Manufacturer narrative:
(B)(4).

Event description:
The customer stated a physician called to question the results for 1 patient tested for tina-quant hemoglobin a1c gen.3 (a1c-3) earlier on (B)(6) 2017 on a cobas 8000 c 502 module. The initial a1c-3 result for the patient affected was 5.7%. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated and the result was 6.7%. The physician had also tested the patient in house and that result matched the repeat result of 6.7%. The specific result was not provided. No adverse event occurred. The a1c-3 reagent lot number was 12524301 with an expiration date of 09/30/2017. The customer also ran a patient comparison between this c502 module and a different c502 module and the results did not match. The customer believes the results from the other c502 module. The field service engineer (fse) visited the customer site on (B)(6) 2017 and found that the gear pump was not able to adjust. The gear pump and sample probe were replaced. A decontamination process was performed on the water system. The customer ran successful quality controls (qc); all results were within the acceptable range. Precision test results were good. On (B)(6) 2017 the customer had an alarm during a1c-3 calibration tests and the fse returned to the customer site. The fse identified a pinched vacuum tube. The vacuum tube was rerouted and the rinse levels were adjusted. Calibration and qc were acceptable. The customer has not had any further issues with a1c-3 tests. The investigation stated that if the gear pump cannot regulate the water pressure as specified, the sample probe cannot be washed properly which could cause discrepant results due to sample contamination. Additionally, if the vacuum tube is pinched, there is less power to remove the waste water which affects the water balance from the rinse nozzle. The sample probe would be totally contaminated. The investigation agrees that the service actions performed by the fse resolved the issue.